Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a foreign material present is inconclusive due to poor sample condition. Two photo samples of a drape and gown were provided for evaluation. The first photo shows the drape opened with the folded gown present on top. A black object is visible on the drape. The second photo shows a zoomed in view of the section with the object; however, the quality of the images does not allow for a clear identification of the material. The customer event description indicates the object is a fly. The presence of the fly in the kit prior to kit opening could not be determined from the information provided and a review of the manufacturing records showed no evidence that the reported event was caused by the manufacturing process; therefore, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported there was a fly in the sterile field of the PICC tray. Add info rcvd 05/25/2021: the PICC kit was used on the patient but the fly was found in the contained package with the sterile gown. It was not used.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn3061 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was a fly in the sterile field of the PICC tray. Add info rcvd 05/25/2021: the PICC kit was used on the patient but the fly was found in the contained package with the sterile gown. It was not used.